Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: esm board defective correction: esm board replaced.

Event description:
The following was reported to hamilton medical ag: during starting up the unit, audible and visual alarming started. It could not be muted. The c6 could only be shut off by keeping the stand by key for long. After this issue the c6 started normal.

Event description:
The following was reported to hamilton medical ag: during starting up the unit, audible and visual alarming started. It could not be muted. The c6 could only be shut off by keeping the stand by key for long. After this issue the c6 started normal.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.